Manufacturer narrative:
One act2030 was received for evaluation. Review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the sample and read the temperature properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the needle temperature would not decrease even though water was circulating. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the needle temperature would not decrease even though water was circulating. Another device was used to complete the procedure. There was no patient involvement.